Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coils migrated/left essure coil was not in the fallopian tube or otherwise located in the body"), device expulsion ("expulsion, absence of left essure coil. Felt that the coil passed through uterus into the vagma"), menorrhagia ("excessive or frequent menstruation/menorrhagia/clotting"), vaginal haemorrhage ("spotting/vaginal bleeding"), polymenorrhoea ("excessive or frequent menstruation") and haemorrhagic anaemia ("severe anemia") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "removal was attempted, but the right essure coil was unable to be removed via salpingectomy". The patient's past medical history included multigravida, para, ovarian cyst in 2009 and premenstrual syndrome in 2011. Previously administered products included for an unreported indication: mirena in 2009, quasense in 2009 and loestrin in 2009. Concurrent conditions included obesity. Concomitant products included hormones nos and iron. In 2014, the patient experienced fatigue ("severe fatigue"). On 19-sep-2014, the patient had essure inserted. On 2-feb-2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In february 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), abdominal distension ("bloating"), fungal infection ("yeast infection"), weight decreased ("weight loss"), amnesia ("memory loss"), insomnia ("insomnia"), pain in extremity ("legs pain (moderate to severe)"), papilloma viral infection ("human papilloma virus"), emotional disorder ("emotional problems"), cardiac disorder ("heart disorder/condition"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), headache ("headaches"), menopause ("increased onset of menopause requiring hormonal therapy") and cervical dysplasia ("atypical squamous cells of undetermined significance"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on 15-jun-2015. At the time of the report, the device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, polymenorrhoea, haemorrhagic anaemia, dysmenorrhoea, fungal infection, fatigue, weight decreased, amnesia, insomnia, pain in extremity, papilloma viral infection, emotional disorder, cardiac disorder, vaginal discharge, nausea, headache, menopause and cervical dysplasia outcome was unknown and the migraine and abdominal distension had not resolved. The reporter considered abdominal distension, amnesia, cardiac disorder, cervical dysplasia, device dislocation, device expulsion, dysmenorrhoea, emotional disorder, fatigue, fungal infection, haemorrhagic anaemia, headache, insomnia, menopause, menorrhagia, migraine, nausea, pain in extremity, papilloma viral infection, polymenorrhoea, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: number of proximal coils: 1 on left cornua and 2 on right cornua the healthcare provider told about hsg result that she required uteral ultrasound in attempt to locate. Coil was not found. Unsure as to whether left coil was lost in body or passed during menstruation on 02-feb-2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan - in february 2015: one of the essure coils had migrated on 02-feb-2015:hysterosalpingogram (hsg): unilateral occlusion (right tube occluded) and absence of left essure coil. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and mr received. Case medically confirmed. Patient demographic details were update. Essure placement date was updated and removal date was added events excessive or frequent menstruation, spotting, clotting, yeast infection, severe fatigue, absence of left essure coil. Felt that the coil passed through uterus into the vagina, weight loss, migraines, insomnia, severe anemia, legs pain (moderate to severe), vaginal, menorrhagia, increased onset of menopause requiring hormonal therapy, human papilloma virus, emotional problems, heart disorder/condition, dysmenorrhea, expulsion of essure device, vaginal discharge, nausea, headaches, memory loss and removal was attempted, but the right essure coil was unable to be removed via salpingectomy were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coils migrated/left essure coil was not in the fallopian tube or otherwise located in the body"), device expulsion ("expulsion, absence of left essure coil. Felt that the coil passed through uterus into the vagma"), menorrhagia ("excessive or frequent menstruation/menorrhagia/clotting"), vaginal haemorrhage ("spotting/vaginal bleeding"), polymenorrhoea ("excessive or frequent menstruation") and haemorrhagic anaemia ("severe anemia") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "removal was attempted, but the right essure coil was unable to be removed via salpingectomy". The patient's past medical history included gravida ii, parity 1, ovarian cyst in 2009 and premenstrual syndrome in 2011. Previously administered products included for an unreported indication: mirena in 2009, quasense in 2009 and loestrin in 2009. Concurrent conditions included obesity. Concomitant products included hormones nos and iron. In 2014, the patient experienced fatigue ("severe fatigue"). On (B)(6)-2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced weight decreased ("weight loss") and menopausal symptoms ("increased onset of menopause requiring hormonal therapy"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), abdominal distension ("bloating"), fungal infection ("yeast infection"), amnesia ("memory loss"), insomnia ("insomnia"), pain in extremity ("legs pain (moderate to severe)"), papilloma viral infection ("human papilloma virus"), emotional disorder ("emotional problems"), cardiac disorder ("heart disorder/condition"), vaginal discharge ("vaginal discharge"), headache ("headaches") and cervical dysplasia ("atypical squamous cells of undetermined significance"). The patient was treated with surgery (underwent bilateral salpingectomy), surgery (underwent bilateral salpingectomy), surgery (underwent endometrial ablation), surgery (underwent endometrial ablation) and surgery (underwent endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, polymenorrhoea, haemorrhagic anaemia, dysmenorrhoea, migraine, abdominal distension, fungal infection, fatigue, weight decreased, amnesia, insomnia, pain in extremity, papilloma viral infection, emotional disorder, cardiac disorder, vaginal discharge, nausea, headache, menopausal symptoms and cervical dysplasia had not resolved. The reporter considered abdominal distension, amnesia, cardiac disorder, cervical dysplasia, device dislocation, device expulsion, dysmenorrhoea, emotional disorder, fatigue, fungal infection, haemorrhagic anaemia, headache, insomnia, menopausal symptoms, menorrhagia, migraine, nausea, pain in extremity, papilloma viral infection, polymenorrhoea, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: number of proximal coils: 1 on left cornua and 2 on right cornua the healthcare provider told about hsg result that she required uteral ultrasound in attempt to locate. Coil was not found. Unsure as to whether left coil was lost in body or passed during menstruation on (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Ultrasound scan - in (B)(6) 2015: one of the essure coils had migrated on (B)(6) 2015:hysterosalpingogram (hsg): unilateral occlusion (right tube occluded) and absence of left essure coil. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Indication updated to permanent birth control by bilateral occlusion of the fallopian tubes. Event onset dates added. Outcome of all the events updated to not recovered / not resolved incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coils migrated") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (tubal ligation on one side in (B)(6) apr). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain, abdominal pain, migraine and abdominal distension had not resolved. The reporter considered device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, migraine and abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: ultrasound scan result was one of the essure coils had migrated. Quality safety evaluation received on 19-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female plaintiff had essure inserted and it was reported that one of the essure coils migrated. A tubal ligation on one side was performed. Essure was not removed. The event is anticipated according to the reference safety information for essure. In this case, device migration was diagnosed about four months after essure insertion. However, the exact date and mechanism of device migration were not known. Considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.